Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device result reported was >8.0 inr. The corresonding lab result reported was 2.5 inr. The device was replaced and requested to be returned for eval.